Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Currently, it is unk whether the device may have caused or contributed to the alleged event. The pt has multiple comorbidities, including obesity, hypertension and type 2 diabetes. No product identifiers or lot numbers were provided in the medical records. However, based on the description of the meshes used, it does not appear that this device is a recalled composix kugel. The pt reportedly developed a recurrence more than two yrs after the bard meshes were implanted. Recurrence is stated as a possible adverse reaction in the product's instructions for use. There is no indication that there was any infection present during this procedure. Additionally, the meshes were reapproximated and left implanted. While there is no indication that the bard mesh was the source of the pt's reported infection three yrs later, the IFU states: "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The explanted mesh was not returned. Therefore, no sample eval could be performed. Based on the info provided, no conclusion can be drawn. The second mesh implanted on (B)(6) 2002 and the mesh implanted on (B)(6) 2005 were reported to the FDA under rae (B)(4).

Event description:
Based on a review of medical records provided by the pt's attorney: (B)(6) 2002 -- repair of two incisional hernias with two composix kugel meshes. On (B)(6) 2003 -- office visit note: pt has recurrent epigastric hernia despite all the meshes used. Hernia appears small, located in the mid epigastrium. On (B)(6) 2004 -- office visit note: recurrence in epigastric incision has worsened and will need repair with another mesh. On (B)(6) 2005 -- repair of epigastric incisional hernia with composix kugel mesh. Previously implanted meshes reapproximated with prolene. From (B)(6) 2008 -- pt admitted on three occasions for further mgmt of abdominal abscess and draining wound. On (B)(6) 2008 -- removal of infected abdominal wall mesh, repair of incisional hernia with non-bard mesh. Bowel noted to be adherent to mesh.